Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the adc device. The customer reported button being "very hard to touch, not responding" and as a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness and was able to self-treat with chocolate milk and glucose tablet. No further information was provided. There was no report of death or permanent impairment associated with this event.